Manufacturer narrative:
Pump not in manufacture mode. Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed low battery and power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery and power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, missing serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received low battery alarm and recurring replace battery now alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.